Manufacturer narrative:
This correction is to clarify that the MDR submitted is not the subject of an approved exemption. Exemption number ¿5645646¿ was submitted in error as our system was using default test values supplied by the FDA in the emdr implementation package for xml generation.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Failure investigation is not complete. Therefore, root cause has not been determined yet. A supplemental report will be issued once additional information has been obtained.

Event description:
It was reported that while patient was on ventilator in the non-invasive mode, the ventilator was alarming high leak % and circuit disconnect. Patient was switched to another ventilator while troubleshooting the nkv-550. The ventilator failed circuit check test. A new breathing circuit was used, after which the circuit test passed. Patient was switched back to nkv-550, but high leak % and circuit disconnect alarms once again occurred. Patient was switched back to the other ventilator. No harm to patient was noted. A device check was performed on the nkv-550, failing the exhalation valve test. The exhalation valve was inspected, with no obvious defect. It was reported that there was unexpected air flow coming from the exhalation drive port. A test was then conducted on the exhalation psol, which was found to be leaking. A leaking exhalation psol is suspected to cause the reported event. Reporting hospital will not share any patient information.